Manufacturer narrative:
Date of event is estimated. Device was not returned for investigation.

Event description:
It was reported that the patient presented to the hospital due to experiencing shortness of breath. It was noted that the patient's device displayed the low oxygen error message and that the patient had never changed their columns in the unit. No further information is available. The inogen team attempted to contact the patient for further information three times with no response.